Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned- reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-006. Passed expiration date. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 92, 104, 107 and 106 mg/dl. The customer¿s expected am fasting blood glucose test result range is 157-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 09/30/2020 and open vial date is was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (B)(6).